Manufacturer narrative:
The tnav cart prompts the surgeon to confirm the selected implant and surgical plan prior to use; however, an anterior referencing plan was uploaded despite the surgeon's request for posterior referencing. The event is under investigation to determine the cause of the discrepancy, including evaluation of plan selection, review, or confirmation step. A supplemental report will be submitted upon completion of the investigation, if required.

Event description:
The surgeon requested a posterior referencing plan; however, an anterior referencing plan was uploaded for the procedure. The discrepancy was identified prior to the procedure during the confirmation of instruments screen on the tmini navigation console.